Event description:
It was reported there was a system error. Followup indicates this happened at start up, with and without the header attached. The error never reset once it occurred. Main screen would briefly appear and then give error. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed a system error; lem (link electronic module) printed circuit board assembly found out of electrical specification. Analysis also found the left keyboard hinge and paper guide on printer drawer were broken. The keyboard was missing a screw and the system fan was intermittently noisy. Display assembly sagged down due to the lower hinges. Keyboard was pulling apart at right hinge pin. (B)(4).